Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported blurred distance and near vision three weeks following intraocular lens (iol) implant surgery. She stated her distance vision has not improved and her near vision has decreased. At the consumer's request, the surgeon was not contacted.